Manufacturer narrative:
Investigation: visual inspection revealed that the bisector had no non conformities. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported "failure to deliver energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 bipolar cautery did not work. A replacement unit ws used to complete the procedure. The hosp did not report any pt effects. The product was returned.